Event description:
The physician reported that 3 days after implantation, the v-lead impedance was >3000ohms and it was impossible to measure the v pacing threshold. The device has been replaced since the connector was fixed in the v port and could not be pulled out without unscrewing. The lead impedance, measured with psa was ok.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.